Event description:
Info received indicates the hi/low drive brake is drifting down.

Manufacturer narrative:
The technician found dirt and grease on the drive brake assembly. The technician degreased the drive brake assembly to repair the bed.